Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a factory reset of the ilet, the user experienced sustained hyperglycemia with a peak blood glucose of 323 mg/dl for approximately 8 hours despite attempted correction, and the device did not issue high or low alerts; a new continuous glucose sensor site was placed, and the agent advised that the pump requires a relearning period post reset. Symptoms included feeling uncomfortable. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed no device alarms and no clear device malfunction, with the cause of hyperglycemia remaining unclear following initial checks. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.